Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. Customer administered a long acting insulin shot to correct the high bg level. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.